Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were not attached . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be detached at the center, while remaining attached at the top and base of the hot jaw. A microscopic evaluation allowed for the detection of blood on both jaws. The microscopic evaluation also revealed peeled silicone at the tip of the hot jaw. Based on the returned condition of the device, the reported failure "bent wire", and the analyzed failure "peeled jaw" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were not attached . A replacement device was used to complete the procedure. The hospital did not report any patient effects.